Event description:
It was reported that the asymptomatic patient presented to clinic with a device exhibiting ventricular undersensing. Further review indicated that undersensing occurred after atrial pacing leading to functional non capture. Non-sustained lead noise was also observed in a segm. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.